Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the instrument branches have become so wedged in the angled state with the shaft and trocar that intraop. Recovery from the situs was difficult. The only way to release the instrument from the trocar was to "destroy" it. The instrument was disassembled into 2 parts. The distal end was sent in with the forceps. Instrument had residual life, had been used 6 times so far. The procedure as completing as planned with no reported injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument was locked to the instrument shaft at the point of the bending device in such a way that it was not possible to extend the instrument. The port incision increased in order to remove the instrument and cannula together. The customer confirmed that no interoperative collisions occurred and no fragments fell inside patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 39 mm from the distal tip. A piece measuring approximately 5.7 mm x 6.15 mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.